Event description:
User facility mandatory medwatch received that stated: "there is concern that the pump mechanism caused hemolysis of red blood cells, leading to hemoglobinuria. A male child with diamond blackfan anemia, received 215 ml of cross-match compatible red blood cells (rbcs) infused through the hospira symbiq infusion pump following normal infusion guidelines. The rate of blood flow was 15 ml/hr for the first 15 minutes, then 65 ml/hr for 15 minutes. The remaining rate is not known. Normal saline was co-administered at 12 ml/hr. The blood was not warmed. The pt had a peripheral IV with a 22 gauge needle and a negative antibody screen. The infusion was completed at 13:10. Red colored urine was noted approx 20 minutes later. Vital signs remained stable with a slight increase in blood pressure and decrease in pulse. The pt otherwise asymptomatic. A transfusion reaction was initiated clerical check was okay with no visible hemolysis and a negative direct antiglobulin test. Labs performed showed an appropriate incremental increase in hct/hb, urinalysis with 3+ blood on dipstick with 0-3 rbcs on microscopic exam, total bilirubin of 1.6 mg/dl (up from pre-transfusion of <0.5 mg/dl), an ldh of 364 units/l and a haptoglobin of < 8 mg/dl. Pt was admitted and observed overnight. Symptoms resolved without further complication. Follow-up urinalysis revealed clear urine negative for blood. What was the original intended procedure? Packed rbc infusion." Upon further query, the following info was provided that indicated the customer contact reported hemolysis following a transfusion of packed red blood cells. The customer contact reported the delivery was started at 0915. It was reported cpda (citrate, phosphate, dextrose-adenine) had been added to the prbc (packed red blood cells). Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.